Event description:
An incident occurred around 17:00 hours which involved an oxygen regulator assembly in the facility, on the hospital campus, a 'd' sized aluminum oxygen cylinder owned by facility. It is believed that an unknown source caused a 'spark' as reported by the medical provider which led to a 'fire condition'. The newly opened tank allowed a compressed gas source to fuel the fire occurrence until the tank reached empty. In the ensuring fire, a portable oxygen duffel, a 'd' sized aluminum tank, an autovent 3000 transport ventilator, a 50 psi quick disconnect pressure circuit, and two turnout style jackets were damaged to varying extents.